Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Massive hemolysis occurred during the procedure, confirmed by laboratory indicators and visual inspection of the extracorporeal circuit. A significant reduction in flow was observed, decreasing from position 7 (p7) to position 3 (p3), which coincided with the onset of hemolysis. System parameters were adjusted to stabilize flow and minimize further hemolysis, and affected components were inspected. Patient safety was prioritized throughout the intervention, and no additional adverse outcomes have been reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.